Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy with a minicap transfer, the patient got up to use the washroom and noted ¿the catheter broke¿. The patient did not remember hooking themselves on anything or pulling the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation finding was changed from c20 to c13. H10: the sample was received for evaluation; a silicone tubing only was received. A visual inspection with the naked eye noted the silicone tubing was separated from the set. There were internal markings which indicated the tubing had been positioned on the female connector post. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the tubing and the female connector post is a friction fit and not a solvent bond; therefore, a strong tug on the patient adaptor or tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: during follow up, it was clarified that the transfer set separated from the patient catheter. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.